Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed using another device. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not possible. Upon troubleshooting, fse checked the wiring between nd and fd unit, and found power failure in nd unit. To resolve the issue, fse replaced the nd unit and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system does not perform fluoroscopy. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of this complaint.